Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01/24/2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old female patient with chest pain upon arrival. There was no additional patient information available at the time of this report. Return product is available. Date : (B)(6) 2018; sample: a; time: 04:36; method: I-stat; tco2: 33; bun: 12; cl: >140 crea: 0.80; glu: 146; hb: 8.8; hct: 26; ica: 0.71; k: 3.0; na:112. (B)(6) 2018; a; 05:16; beckman; 26 ; 16 ; 101; 0.85; 148; n/a; n/a; n/a; 3.6; 138. Specimen collected: (B)(6) 2018 at 04:35am venous sample in a lithium heparin evacuated tube. There are no injuries associated with this event. At this time, there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/14/2018. A review of the device history record confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.